Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a dist who reported that an I-stat analyzer would not activate. The analyzer was returned to apoc and, on (B)(6) 2011, a burned component was discovered. The pcb was also damaged on the area surrounding the component.